Event description:
Caller reported a malfunction on the pump, displaying a code of malf 0. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support assisted the caller in resetting the pump, and the issue did not recur after the reset. Caller was informed to continue using the pump and to reach out again if the malfunction code appeared once more.